Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000094. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture was received on march 27, 2025, with lot number 1778909. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Patient later reported "no complaints against the device". Healthcare professional later reported "contracture". Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch: aware date should have been listed as 4/14/2025.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Patient later reported "no complaints against the device". Healthcare professional later reported "contracture". Device was explanted and replaced.